Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. While advancing a 3.5x8mm promus element through a severely calcified unspecified vessel, the stent struts were bent. The device was removed and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to a marketed us device.